Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on lens. Visual inspection found haptic torn and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, within the same surgery due to the lens was damaged during the loading process. Another lens (13.2mm) was implanted on (B)(6) 2018 and the problem was resolved. The reporter indicated the cause of the event was unknown.